Event description:
It was reported that the device was implanted on 07/30/1998, and when the patient returned to the hospital 2 days later, it was occluded. The device was explanted on 8/20/1998 and there were no patient complications.